Event description:
It was reported in a journal article that a patient underwent an orbital reconstruction surgery on an unknown date and an absorbable hemostatic agent was used. The patient developed iatrogenic pseudo-superior orbital fissure syndrome.

Manufacturer narrative:
(B)(4) - iatrogenic pseudo-superior orbital fissure syndrome. Iatrogenic pseudo-superior orbital fissure syndrome occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.